Event description:
Reporter indicated a system diagnostic test at the office visit resulted in high lead impedance reading indicating a possible lead discontinuity. X-rays reviewed by cyberonics revealed a lead discontinuity near tie down. Revision surgery is likely. No serious injury was reported.

Manufacturer narrative:
Pa and lateral x-rays of chest and neck revealed a lead discontinuity near tie down. Conclusion: device failure occurred, but did not cause or contribute to a death or serious injury.